Manufacturer narrative:
The reported complaint that "the autopulse platform (sn (B)(6) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large)" was confirmed during both archive data review and functional testing. The root cause of the ua07 was due to failed load cells, likely attributed to the age of the platform, failed components, or mishandling such as a drop. The autopulse platform was manufactured in july 2007 and is over 15 years old, well beyond its expected service life of 5 years. Visual inspection of the returned autopulse platform was performed, and no physical damage was observed. A review of the archive data showed multiple user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) around the customer's reported event date, confirming the reported complaint. Functional testing failed due to the ua07 advisory message displayed upon powering up the platform, confirming the reported complaint. A load cell characterization test was performed and indicated that both load cells were over-reporting, and they were replaced to remedy the fault. Following service, another load cell characterization test was performed and confirmed that both cell modules were functioning within the specification. The autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with serial number (B)(6).

Event description:
The autopulse platform (sn (B)(4) was used to resuscitate a patient who was suffering from large blood loss. As per the customer, the autopulse platform functioned as intended during use. After the call, the customer cleaned the autopulse platform to place it back in service. During device check, the platform did not retract the lifeband and displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large). The customer replaced the battery and restarted the platform to troubleshoot the issue, but the ua07 persisted. No patient involvement.

Manufacturer narrative:
Zoll has not received the autopulse platform in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.